Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a trial patient regarding an external neurostimulator (ens) for non-obstructive urinary retention/fecal incontinence. Patient stated that she was at the hospital last night. There was no surgical intervention that occurred. There were no further complications reported regarding the event.